Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming footswitch cable was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on september 21, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the footswitch cable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the system was changing modes or settings on it own. Additional information has been requested.